Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device and leads were removed due to infection and erosion. Once the device was out of the pocket the right atrial (ra) lead came out without retracting the screw on the device header. Then the physician tugged on the right ventricular (rv) lead without retracting the screw on the device header and the rv lead came out. No further patient complications have been reported as a result of this event.